Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported. It was reported that a recent follow up CT revealed that there was an increase in the aneurysm without the presence of an endoleak. The vascular surgeon decided to explant the graft and perform an open repair of the growing abdominal aortic aneurysm. The explanted stent graft showed a hole in the graft material however the physician is not sure if he damaged the graft with the scalpel used for sac incision or if the hole was the cause of type iii endoleak not detected in the CT. The physician successfully surgical converted the patient to a conventional graft. No additional clinical sequelae were reported and the patient is fine. The review of returned angiogram images at implant show the talent bifurcated stent graft was implanted up the right side. There is an area of acute stent graft narrowing seen in the ipsilateral limb, between stents 3 <(>&<)> 4, possibly where the limb enters the right common iliac, but there is no blood flow disturbance. No other stent graft issues are seen. Post-implant cta show that the bifurcated stent graft is positioned approximately 5mm below the renal arteries; the proximal stent graft od is 24 x 27mm. The aortic neck is short, but there is no obvious proximal type I endoleak, or any other endoleak observed. The aaa is 7cm. The stent graft is patent with no kinks. There is minimal stent graft distal sealing (about 1 stent ring into the common iliacs bilaterally), but no endoleak is seen.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films). Evaluation, results: inherent risk of procedure (migration, removal of implant), (cause of aaa enlargement is unknown). Evaluation, conclusion: (cause of aaa enlargement is unknown).